Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) in the supply room had a battery failure when attempting to turn it on. Troubleshooting was unsuccessful. There was no patient involvement.

Manufacturer narrative:
The investigation into the into the aic - battery failure (red alarm) has been completed since the original report was filed. After reviewing the imc logs, the issues with this console having a battery failure alarm on the reported occurrence date was confirmed. Imc logs from the reported occurrence date show 3 instances of the alarm. Console was tested after arriving in fs. Unable to reproduce the battery failure after engaging the battery switch before booting up the console. From. The root cause of the battery failure alarm is likely due to a disengaged battery switch (use error).